Event description:
The customer contact reported, the device did not deliver. The customer contact stated, the "device will not allow the user to give loading dose." No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.